Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest. However, unit alarmed insulin flow blocked during bolus due to corroded motor home switch causing the motor slide to remain stuck against the motor housing. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify prime anomaly due to motor anomaly. Unit received with minor scratches on case, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had no delivery alarm on the insulin pump. The customer's blood glucose was unknown. The customer reported that the no delivery alarm was not resolved after placing the reservoir. The reservoir will not be returned for analysis.